Manufacturer narrative:
(B)(4). The zip code for the manufacturing facility is: (B)(4). A batch review of five random lots was conducted as a specific lot number was not provided and there were no deviations found related to the reported condition during the manufacture of the random lots. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced chest pain, hypotension, and shock coincident with hemodialysis therapy. The patient was hospitalized for the events. Treatment for the events was not reported. It was not verified if hemodialysis therapy was ongoing at the time the report was received. It was not reported if the patient was recovered or was recovering from the events. No additional information is available.